Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 15-year-old female (race unknown) with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to transplant. The team experienced complications during insertion due to the patient's anatomy. The catheter cannula kinked after multiple attempts and the team was unable to advance. The decision was made to abort and go to ECMO.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for investigation. Product was not returned for review. Based on clinical description, the cause of the delivery issues- use was patient condition related due to vessels stenosis that obstructed the insertion process and cannula kink.